Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (strength and date not reported). It is unknown if the patient's head was wrapped as recommended by cochlear. Subsequently, the device was explanted on (B)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.